Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to infection. Post explantation, the patient was hospitalized for IV antibiotic treatment. Patient was prescribed oral antibiotics for two weeks. There are plans to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the surgeon, the patient was seen on (B)(6) 2012 for reports of pain, swelling, and drainage around the incision site. At the time of the visit, it was reported that the patient had a wound infection with mild erythema. A pustule was opened and drained and a small area of wound dehiscence was closed. The patient was prescribed keflex 500mg for ten days and wound care with bacitracin ointment. On (B)(6) 2012, the patient reported an increase in drainage and the antibiotic was changed to augmentin and wound care with bactroban ointment. Correction: post explantation and dismissal from the hospital, the patient received two weeks of home IV antibiotic therapy. Correction: the correct date of event is (B)(6) 2012; not (B)(6) 2013 as previously reported. Correction: the correct date of the report is (B)(4) 2013; not (B)(4) 2013 as previously reported. This report is filed (B)(4) 2013.